Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratches on the display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage inside pump noted. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. The device was in a (B)(4) bag and the bag got wet not the insulin pump. After 30 minutes of reconnecting to the device, it alarmed. Customer's blood glucose was 200 mg/dl. Customer's mother didn't recall any significant event which may have cause the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.